Event description:
Part of the fiber and catheter off in pt. The laser fiber and catheter fractured and the tip was retained in the vein.

Manufacturer narrative:
Lot history record review: a review of the lot history has been requested from the packaging vendor and from the fiber vendor. Review of returned sample: the complaint sample has been sent to the vendor for further eval. Conclusion: the complaint investigation is currently ongoing at this time. A follow up report will be submitted once the investigation has been completed. This type of complaint will continue to be monitored for trends. No further action required at this time. Frequency has increased event is not greater than usual.